Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on 26 feb 2021 and then experienced a revision surgical procedure on (B)(6) 2022 approximately 1 year and 6 months after initial implant. There is no device information provided. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report#: 1038671-2022-01175.